Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. The evaluation of the returned a1114 mayfield infinity skull clamp showed no issues from the functional testing of the device. The slippage could not be duplicated. When unit is properly positioned and put under pressure unit would not have slipped. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 4 of 5 reports which are linked to mfg report numbers: 3004608878-2020-00721. 3004608878-2020-00722. 3004608878-2020-00723. 3004608878-2020-00725. A facility reported that a patient slipped out of the skull pins of the mayfield infinity skull clamp (product ID a1114) which resulted in a small cut on the head during an unspecified neurosurgical procedure. Additional information was later provided indicating that there was a possible malfunction involving the compression screw. There was no known medical intervention done or no known delay in surgery. Additional information has been requested.